Event description:
It was reported that there were defective inducers in the trays. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Report source are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: corrected information provided in d2.